Event description:
The sales rep, reported that when he was in surgery he witnessed an event with a memometal device. The sales rep reported that on a 4 hole plate 2 of the screws would not lock in. The sales rep reported that on one of the holes the surgeon, took out the screw and inserted a different size, the sales rep reported that this time the screw locked in. The sales rep reported that on the final hole the screw wouldn't lock and the surgeon tried different sizes and it still would not lock in place. Reported 30 min delay to surgery

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be reported on a supplemental report.